Event description:
It was later reported that the right ventricular (rv) lead had noise and had given false ventricular fibrillation (vf) readings. It was also reported that the rv lead impedance was approaching 2000 ohms, however, the patient never received any inappropriate shocks, as they were aborted. The patient did receive some therapy for ventricular tachycardia (vt), but no patient complications. The rv lead was explanted and replaced with a new lead.

Manufacturer narrative:
(B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. Follow-up is in progress. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant products: v268, competitor implantable defibrillator, (B)(6) 2007; 1688tc, competitor implantable pacing lead, (B)(6) 2007. (B)(4).